Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary draw was not detected on bus. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information. A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on the bus. A technical support specialist (tss) confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary draw was not detected on bus. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.